Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances reaching measurements above 3000 ohms. Technical services (ts) was consulted, and a lead safety switch (lss) was noted to have occurred. No adverse patient effects were reported. This lead remains in service.